Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6) , ubd: 19-jun-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported about 2 weeks ago she noticed the communicator was not powering on and not charging. The patient stated she was able to bolus 2 times in the first week and then this last week they had not been able to get it to turn on at all and has not been able to bolus. The patient confirmed the battery indicator light is not on and they had tried other cords and outlets. The patient stated the charging port seems bent/broken and there was something rattling on the inside. A request was sent to the repair department for a replacement communicator.